Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the part of the ltv2 2200 where to mount the j3 connector to the communications pcba was damaged. The patient was provided with alternative ventilation during the event, and so was not harmed.